Event description:
The reporter stated that they did back to back blood glucose tests, one after the other, using different finger sticks and strips. The results were 44, 137 and 144 mg/dl. Rptr did not have any symptoms. A control solution test of 138 was in range (04-140). During troubleshooting the rptr indicated proper testing techniques; it was also noted that rptr was not cleaning the test strip holder properly (no specifics given). On followup, the rptr stated that they have a difficult time getting blood for testing. No harm was alleged.